Event description:
It was reported that the patient has possible markings from the altrix wraps. It was reported by the user facility that the patient had a subtle injury before the pads went on. They think maybe the cooling and pads irritated the injury however did not cause the injury.

Manufacturer narrative:
The user facility reported that the issue was due to user error. It was additionally stated that no treatment was administered for the irritation. It could not be confirmed by the user facility if the injury was irritated by the device.

Event description:
It was reported that the patient has possible markings from the altrix wraps. It was reported by the user facility that the patient had a subtle injury before the pads went on. They think maybe the cooling and pads irritated the injury however did not cause the injury.